Event description:
The intra-aortic balloon leaked. No alarms sounded from the system 97 pump. The intra-aortic balloon was not returned to datascope for evaluation. The intra-aortic balloon was discarded by the facility. (Event complications: none from the event - reported 8/17/98.) (Pt's current status: unk - reported 8/17/98.)